Event description:
The customer reported to olympus, a e315(unsupported scope error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer confirmed no pigtail was connected and the socket was cleaned on the clv-190 and the scopes had no issue on different towers. Tac instructed the customer not to hot swap and power off the unit before trying the second scope. Tac instructed to try the 180 scope and if the scopes are fine on different tower, then it is the clv-190. The customer will try and call back if any other issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.